Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
Per the clinic, the patient's device was explanted (B)(6) 2016 due to a non-device related medical reason. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
Correction: the initial MDR submitted on december 08, 2016 was filed inadvertently. This report is submitted on march 22, 2017.